Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of air being drawn into sets. The customer reported that when contrast media was drawn into the syringes, air was noted in the sets. The procedures were stopped and air was removed from the lines. The procedures resumed with no further reports of air in the sets. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.